Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the global find was not working. The technical support specialist dialed into the remote management console application server, checked services, and confirmed that the net transmission control protocol port sharing service was enabled and running. The virtual machine console serves, hosting the custody stations, was also accessed via remote management console, and its transmission control protocol port sharing service was verified. The issue with global find persisted due to blind count being enabled, which is expected behavior. It was discovered that custody users lacked permission for extended global find, unlike inpatient users. Training was provided to clarify result interpretation. The issue was discussed with customer, and permission was granted to close the case. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, they were unable to utilize the global find feature on all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, they were unable to utilize the global find feature on all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.